Event description:
It was reported that the sheath hub disconnected from the sheath body. Info received 11/05/08 states: "the estimated time, the product was in the pt was no more than 10 minutes. There was nothing being administered at the time. The patient's condition as a result is unk. The clinician was able to totally remove the fragments as several mm was showing above the skin."

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.